Manufacturer narrative:
Visual inspection of the returned product found the lens optic torn into three pieces. One haptic was torn off/detached from the lens. A piece of lens optic and the other haptic were torn off and missing. The lens was returned in liquid. (B)(4).

Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. Claim # (B)(4).

Event description:
The reporter indicated the surgeon attempted to insert a cq2015a collamer three piece lens, +18.5 diopter, but the lens was torn. There was patient contact but no injury. The reporter indicated the event was due to tech error.